Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d8, d9, h2, h6, h11. Corrected fields: d4 (expiration date-removed) the device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastrointestinal videoscope had monitor showed no image and stripes were displayed. The event occurred during inspection for use for a gastroscopy procedure that was completed with an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.